Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic broke in the injector while advancing. The lens was not implanted and there was no pt injury. An msi-tm injector and an aq cartridge were used. The lot numbers of the injector and cartridge were not specified by the facility.